Manufacturer narrative:
Evaluation of the returned engine revealed a functional device. During functional testing, the engine was tested with a demonstration canister and was able to achieve vacuum pressure within specification and all four vacuum indicator lights illuminated. There was no observation of the engine vibrating along the table and the reported broken vacuum release lever was unable to be confirmed. Further evaluation revealed one of the five rubber feet on the bottom of the engine was missing. This damage may be incidental to the reported complaint. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine). During the procedure, the engine fell off the table due to vibrations thereby causing the vacuum release lever to break. The pump fell prior to the catheter being advanced into the patient. The four led lights were on and the physician found the engine to be functional. The procedure was completed using the same engine. There was no report of an adverse effect to the patient.